Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #(B)(4). Aware date should have been listed as 12/aug/2024.

Event description:
Physician reported left side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure deformation was observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted.

Event description:
Physician reported left side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.